Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d154awg, implantable cardioverter defibrillator (ICD), (B)(6) 2008; 6947, implantable tachy lead, (B)(6) 2001. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had no capture at max output, oversensing consistent with far field r-wave (ffrw) and intermittent undersensing of p-waves. The ra lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.